Manufacturer narrative:
Batch review performed on 17-dec-2020: lot 1811893: (B)(4) items manufactured and released on 18-jul-2019. Expiration date: 08-jul-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery 2 weeks after primary surgery for baseplate mobilization from the bone. The patient has dementia. All components have been revised.